Manufacturer narrative:
(B)(4): the customer reported that alarms stopped working. No pt harm was reported. Further investigation identified that a user had muted the alarms. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that alarms stopped working. No patient harm was reported.